Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade ii. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent an unknown breast surgery with a mentor memorygel 350cc silicone prosthesis experienced baker¿s grade iii on the left side, and ii on the right side capsular contractures. The issue discovered through patient symptoms. As a result patient scheduled for removal on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the capsular contracture grade on the left side is IV, and device explantation date updated to (B)(6) 2021. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral capsulectomy, and replacements with mentor silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on february 17 2021: device evaluation completed on february 22, 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).